Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s))') and pelvic infection ('pelvic infection') in a 27-year-old female patient who had essure (batch no. C59249, d01973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test(s) conducted" and device malfunction "malfunction of essure device". The patient's medical history included tonsillectomy, wisdom teeth removal, vaginal delivery, bipolar disorder, rubella immunisation and miscarriage (1 miscarriage, last 3 were high risk.). Previously administered products included for contraception: depo provera from 2011 to 2015. Concurrent conditions included gonorrhea and suicidal ideation. Concomitant products included alprazolam (xanax) since april 2016, antibiotics since (B)(6) 2016 and fluoxetine since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain lower abdomen") and back pain ("pain lower back"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) - type: urinary tract") and vulvovaginal mycotic infection ("infection (other) describe: yeast"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced ovarian cyst ("other injury(ies) or complication(s) - please describe: ovarian cyst"), 2 years after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and nausea ("nausea"). The patient was treated with hydrocodone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic infection, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, mood swings and ovarian cyst outcome was unknown and the abdominal pain lower, back pain, depression, anxiety, weight increased and nausea had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic infection, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Malfunction of first essure device, lot number c59249 with removal and subsequent re-insertion of a functioning essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: mr received. Reporter's information added.lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s))') and pelvic infection ('pelvic infection') in a 27-year-old female patient who had essure (batch no. C59249) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test(s) conducted" and device malfunction "malfunction of essure device". The patient's medical history included tonsillectomy, wisdom teeth removal, vaginal delivery, bipolar disorder and rubella immunisation. Previously administered products included for contraception: depo provera from 2011 to 2015. Concurrent conditions included gonorrhea and suicidal ideation. Concomitant products included alprazolam (xanax) since april 2016 and fluoxetine since april 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain lower abdomen") and back pain ("pain lower back"). In april 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In november 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) - type: urinary tract") and fungal infection ("infection (other) describe: yeast"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On 16-feb-2018, the patient experienced ovarian cyst ("other injury(ies) or complication(s) - please describe: ovarian cyst"), 2 years after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and nausea ("nausea"). The patient was treated with hydrocodone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic infection, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, urinary tract infection, fungal infection, migraine, headache, mood swings and ovarian cyst outcome was unknown and the abdominal pain lower, back pain, depression, anxiety, weight increased and nausea had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fungal infection, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic infection, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Malfunction of first essure device, lot number c59249 with removal and subsequent re-insertion of a functioning essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 91.172 kgs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s))') and pelvic infection ('pelvic infection') in a 27-year-old female patient who had essure (batch no. C59249, d01973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test(s) conducted" and device malfunction "malfunction of essure device". The patient's medical history included tonsillectomy, wisdom teeth removal, vaginal delivery, bipolar disorder, rubella immunisation and miscarriage (1 miscarriage, last 3 were high risk.). Previously administered products included for contraception: depo provera from 2011 to 2015. Concurrent conditions included gonorrhea and suicidal ideation. Concomitant products included alprazolam (xanax) since a(B)(6) 2016, antibiotics since (B)(6) 2016 and fluoxetine since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain lower abdomen") and back pain ("pain lower back"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) - type: urinary tract") and vulvovaginal mycotic infection ("infection (other) describe: yeast"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced ovarian cyst ("other injury(ies) or complication(s) - please describe: ovarian cyst"), 2 years after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and nausea ("nausea"). The patient was treated with hydrocodone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic infection, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, mood swings and ovarian cyst outcome was unknown and the abdominal pain lower, back pain, depression, anxiety, weight increased and nausea had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic infection, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Malfunction of first essure device, lot number c59249 with removal and subsequent re-insertion of a functioning essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression. Batch no c59249 production date 2014-05-23 expiration date 2017-05-31 batch no d01973 production date 2014-08-26 expiration date 2017-08-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s))') and pelvic infection ('pelvic infection') in a (B)(6) year-old female patient who had essure (batch no. C59249) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test(s) conducted" and device malfunction "malfunction of essure device". The patient's medical history included tonsillectomy, wisdom teeth removal, vaginal delivery, bipolar disorder and rubella immunisation. Previously administered products included for contraception: depo provera from 2011 to 2015. Concurrent conditions included gonorrhea and suicidal ideation. Concomitant products included alprazolam (xanax) since (B)(6) 2016 and fluoxetine since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain lower abdomen") and back pain ("pain lower back"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) - type: urinary tract") and fungal infection ("infection (other) describe: yeast"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced ovarian cyst ("other injury(ies) or complication(s) - please describe: ovarian cyst"), 2 years after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and nausea ("nausea"). The patient was treated with hydrocodone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic infection, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, urinary tract infection, fungal infection, migraine, headache, mood swings and ovarian cyst outcome was unknown and the abdominal pain lower, back pain, depression, anxiety, weight increased and nausea had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fungal infection, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic infection, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Malfunction of first essure device, lot number c59249 with removal and subsequent re-insertion of a functioning essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs and mr received : lot no. Added. Events - abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, infection (other) describe: yeast. Pelvic pain, psychological or psychiatric problems condition: mood swings depression, anxiety, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)), weight gain, pain lower abdomen, pain lower back, nausea, malfunction of essure device were added. Reporter¿s information, patient demography, medical history, concomitant condition, historical drug, concomitant drugs were added. Outcome of event weight gain, depression, anxiety, cramping, pain- lower abdomen and lower back, nausea were updated to recovered/resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.